Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a procedure. The physician noted that there appeared to be a cut through the insulation underneath the atrial lead suture sleeve. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of insulation damage was confirmed. Final analysis found that as received, a partial lead was returned in one piece measuring 43.1 cm. Visual inspection found damage to the outer insulation at the suture sleeve tie region. The cause of damaged insulation and the reported event is consistent with procedural damage.